Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired in hospice due to infection. The patient had a sternal wound and pump pocket infection. The source of the pump pocket infection was bacteremia. The sternal wound culture was positive for mycobacterium fortuitum and blood culture were positive for enterococcus faecalis and candida galbrata. The infections were treated with intravenous and oral antibiotics. It was reported in the the patient outcome that the pump will not be explanted or sent back for analysis and no autopsy will be performed. Device parameters were within normal for the patient.

Manufacturer narrative:
Section h6: health effect - clinical code: bacteremia. Main investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.